Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the ac power supply light was not showing the on led or the charging indicator leds. Two fuses of the cardiohelp were blown. After the getinge technician replaced the fuses, one blew again. The cardiohelp was exchanged during treatment. A getinge service technician (fst) was sent for investigation and repair on 2021-01-07/10. The ac power supply was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The most probable root cause was a defective power supply confirmed by the fst. According to the risk file v24 following root causes can lead to the reported failure: breakdown of ac/dc line voltage (mains) . Power supply cannot be connected . Defective or wrong fuse . The device was manufactured on 2020-10-15. The device history record (DHR) of the cardiohelp (material: 701048012, serial: (B)(4)) was reviewed on 2022-02-18. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The cardiohelp system has a redundant power supply using external (ac/dc) power supply and batteries. The redundant design of two usable batteries and the alarming about defect batteries cause a maximum safety. According to the instruction for use (chapter 5.6.1 "check before every application", point 15) the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. According to the instruction for use (cardiohelp system, chapter 3.7.3 power supply status) the power supply status is always displayed on the touch screen and furthermore (cardiohelp system, chapter 5.4 ¿function test¿) it is stated that the device has to be checked before every use and the device should only be used with full and correct calibrated accumulators. Based on the investigation results the reported failure " ac power supply light was not showing the on led or the charging indicator leds" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.